Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they were not able to go to the bathroom at all the day of the report. The last time they had a bowel movement was the day prior and it was diarrhea. They had not been able to urinate or have a bowel movement the day of the report. They also reported they did not feel stimulation in the pelvic floor, they felt it at the ins site recently. They noted they had a fall on the 26th, but they went to urgent care and they did an x-ray and the implant was where it needed to be. They were still having pain where they implanted it and the doctor said they might have to redo it because the patient's body was rejecting it. Patient had already contacted the managing physician and the nurse said it was normal to have the amplitude at 3.0 volts, but did not address the patient's symptoms. The patient was waiting for a call back from them. The issue was not resolved they were redirected to their healthcare provider to further address the issue.